Event description:
During case; when vascular surgeon was deploying perclose device (a medical tool that sutures device at puncture site) into tavr [transcatheter aortic valve replacement] patient, the strings broke off the device. Another perclose device was open, and the strings also broke off. Failure devices removed from patient. Case continued and no other fail devices noted.